Manufacturer narrative:
Evaluation: results: inspection of the tunneling tool revealed that outer sleeve was compressed in several locations along the length of the tool. The tunneling tool had a slight curve used to conform to the contour of the pt's body. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a permanent trial procedure in (B)(6) to externalize the pt's extensions, it was reported that the sleeve of the tunneling tool collapsed. To prevent recurrence of the issue, the implanting physician used a scalpel to make the exit point for the extensions larger. No further complications were reported.